Event description:
Solicited call to patient's parents to confirm pump information. I spoke with mom and I advised mom this pump needs to be returned to us. We are providing new pump with proper supplies along with medication for tomorrows delivery. Mom was informed that we are also providing return box for them to place old pump and return it to us. Mom was asking if new pump will be already programmed. I advised mom that pump should be ready to use. No other issues are known, other than maintenance due date is past due- due (B)(6) 2020. Unknown if pump malfunctioned. Serial number: (B)(4). No additional information or dates available. Reported to (B)(6) by pt/caregiver.